Event description:
High threshold with intermittent capture was reported. There was a chance of possible perforation and hence it was decided not to remove the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Event description:
Additional information was obtained, which indicated the lead was explanted. No patient complications have been reported as a result of this event.